Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the customer alleged that the pump software was suspending insulin delivery inappropriately. There was no reported adverse impact to the customer¿s blood glucose level; however, customer alleged having ketones (size of ketones was not provided). Although requested, contact declined to upload the pump for tandem technical support to investigate further and multiple attempts were made to reach out to the customer for further troubleshooting, however no response was received.